Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report-(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc transobturator sling on or about (B)(6) 2010 to treat her stress urinary incontinence. (B)(6)2010 it was alleged the plaintiff suffered pain, and occasional vaginal discharge since having surgery. A pelvic exam revealed a small area of extrusion of mesh from the monarch transobturator sling. Plaintiff was instructed to use premarin cream. In (B)(6) 2011, plaintiff reported noticing some improvement in her vaginal symptoms since being on the premarin cream. Exam of the area of mesh extrusion has been significantly small. In (B)(6)2012, plaintiff continued to demonstrate a small area of mesh extrusion with discomfort and pain and it was determined that the excision of the mesh would be required. The plaintiff underwent surgery on or about (B)(6) 2012 for extrusion of the transvaginal mesh. The plaintiff suffered and will continue to suffer pain, disability, impairment, loss of enjoyment of life, and inability to engage in chosen and necessary activities.